Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subjected device had no image. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in "error no image, e237" would not cause or contribute to a death or a serious injury if it were to recur.